Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), gastrointestinal disorder ("gi conditions") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain, gastrointestinal disorder, dysmenorrhoea and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, gastrointestinal disorder, hormone level abnormal and pelvic pain to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, dysmenorrhea (cramping), hormonal changes, gi conditions. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified). Result not provided. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received-event injury updated to pelvic pain. New events abdominal pain, dysmenorrhea (cramping), hormonal changes, gi conditions were added. Patient information and lab data were added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), gastrointestinal disorder ("gi conditions") and dysmenorrhoea ("dysmennorhea (cramping)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterctomy (full)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain, gastrointestinal disorder, dysmenorrhoea and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, gastrointestinal disorder, hormone level abnormal and pelvic pain to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, dysmennorhea (cramping), hormonal changes, gi conditions diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: patent left-sided fallopian tube. Occluded rightsided fallopian tube. The visualized essure wire appears to be discrete and separate from the fallopian tube on the left side. The patient was instructed to maintain current birth control methods.. Imaging procedure - on an unknown date: essure confirmation test (unspecified). Result not provided. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), gastrointestinal disorder ("gi conditions") and dysmenorrhoea ("dysmennorhea (cramping)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterctomy (full)). Essure was removed on (B)(4) 2009. At the time of the report, the pelvic pain, abdominal pain, gastrointestinal disorder, dysmenorrhoea and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, gastrointestinal disorder, hormone level abnormal and pelvic pain to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, dysmennorhea (cramping), hormonal changes, gi conditions diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: patent left-sided fallopian tube. Occluded rightsided fallopian tube. The visualized essure wire appears to be discrete and separate from the fallopian tube on the left side. The patient was instructed to maintain current birth control methods.. Imaging procedure - on an unknown date: essure confirmation test (unspecified). Result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2021: pfs received. Reporter's information added.lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.